Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient(pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that pt fell on the ins in 2019 and there was a knot on the back the size of a grape fruit for a week or two. Ever since then ins has not been doing much. At the time patient spoke with the doctor and they adjusted it up but if they go above 3.7 the left leg goes numb and pulses which only started occurring after falling on it. Asked if the doctor checked the lead placement after the fall and patient stated they said something about reprogramming it but patient would have had to drive to knoxville and patient is not able to do so. If the ins site gets bumped on the back of patient's tractor seat it is pure pain. Patient mentioned they have had problems with their left leg for a long time but it got worse since their fall. Patient also mentioned recently every time they got shocked during an emg they thought the ins was going to knock them off the table. Therapy was on at the time. The patient has to keep adjusting amplitude lower after a few days in order to keep it comfortable, but in order to achieve therapeutic effect will increase it higher again so they can avoid using a catheter. Reviewed how to change from program 3 to program 4 to see if this program might work better for the patient. Reviewed theory and use of programs.